Manufacturer narrative:
Internal report reference number: (B)(6). Additional report reference number: (B)(4) - same meter serial number, different test strips. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2, e-3 and e-0) and hi blood glucose test results. The customer stated that she had to take her insulin without knowing what her blood glucose was to ensure it did not go too high. The customers expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Customer stated when she obtained the result of hi she had been feeling irritated and had taken her insulin. Customer stated she had tested again and had obtained result of 200 mg/dl (time between tests and fasting/non-fasting not disclosed). Medical attention is not reported, as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Customer stated she no longer had this vial of test strips and was unable to provide lot information. Customer stated the test strips had been opened one month ago. The meter memory was not reviewed for previous test result history.